Manufacturer narrative:
Customer returned meter (B) (4) for investigation. Meter powered on with button. Meter did power on with insertion of strips. Did not observe power issue with strip port. The complaint is not confirmed. This is a final report.

Event description:
An adc customer's family member reported that the customer could not test their blood glucose level because their freestyle freedom meter would not turn on when they inserted the test strip. The customer reportedly experienced dizziness and then "passed out". There was no report of treatment or third party medical intervention. No diagnosis reported. There was no report of death or permanent impairment associated with this event.